Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm on the insulin pump. The customer was unable to clear the alarm when pressing the esc and act buttons. The customer stated that they were not pressing any button for three minutes or longer. The customer had discontinued use of the insulin pump and reverted to manual injections per their healthcare provider's prescription until a replacement insulin pump arrived. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.